Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The customer reported they could not duplicate the reported issue. The product support engineer (pse) troubleshot this issue with the customer over the phone. The pse recommended swapping the power management (pm), motor controller (mc) and central processing unit (pu) printed circuit board (pcb). The pse recommended creating power fail alarm (pfa) and then jarring cart in attempt to duplicate failure. The determination could not be made that the device failed to meet specifications. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. No additional information was received from customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error related to backup alarm failure. The ventilator was not in use on a patient at the time of the event occurred.